Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device had no power. Therefore, pre-surgery testing could not be completed. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned with no alleged deficiency. During service and repair pre-testing, it was observed that the device had no power. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to corrosion on internal gear components due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.